Manufacturer narrative:
Reference record (B)(4). Catalog number in is the international list number which is similar to us list number of 062912. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient's daughter reported that the patient experienced pneumonia and was admitted to the hospital on (B)(6) 2020. On (B)(6) 2020, it was reported that the patient experienced aspiration pneumonia and died as a result of the aspiration pneumonia. An autopsy was not performed. It was unclear if the patient initially experienced aspiration pneumonia on (B)(6) 2020.